Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, a hair was allegedly found inside of the sealed packaging. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned completed sealed in its original packaging. It was noted that a hair was seen inside the sealed package, near the yellow clip and slides. An exact length of the hair could not be determined as the device remains sealed in the packaging. No other visual anomalies were noted. Functional/performance evaluation: no functional testing was performed for this foreign material complaint. Medical records review: as medical records were not provided, a review was not performed. Image/photo review: one electronic photo was reviewed. The photo shows a portion of the max-core device packaging. The max-core device slides and a portion of the handle and needle can be seen; the yellow safety clip and tubing can also be seen in the packaging. A hair can be seen inside the packaging near the yellow clip and extending toward the needle tip. Based on the photo review, a hair in the device packaging can be confirmed. Conclusion: the device was returned sealed in its original packaging; one electronic photo was also provided for review. A visual inspection found a hair sealed within the device. Therefore, the investigation was confirmed for the reported foreign material. The reported issue was determined to be manufacturing related, as the hair was contained within sealed device packaging. Labeling review: the current instructions for use (IFU) states: how supplied: the product is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Sterilized using ethylene oxide. For single use only. Do not reuse. Do not resterilize. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Using aseptic technique, remove the instrument from its package.

Event description:
It was reported that during preparation for a biopsy, a hair was allegedly found inside of the sealed packaging. There was no patient contact.